Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08740 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test and off no power alarm test. No unexpected low batt alarm noted during testing. Unit alarmed a21 after the battery was removed then reinserted and had unexpected pump reset due to c13 on I/b leaking/corroding the I/b. Unit had cracked battery tube threads, minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had low battery alarm and unexpected restart on insulin pump. The customer's blood glucose was unknown. The customer also stated that the battery compartment lip was cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.